Manufacturer narrative:
The tandem t: slim pump user guide indicates that humalog has been tested for up to 48 hours. Additionally, the t:slim pump user guide states: "change your infusion set every 48-72 hours." The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, customer changes infusion set site every 4-5 days and the cartridge approximately every 7 days. Customer installed a new cartridge and infusion set tubing but opted to use manual injections instead. Customer's blood glucose level was impacted (400 mg/dl); however, blood glucose level was currently "ok" due to manual injections.